Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a distributor field service engineer (fse) was dispatched to resolve reported event. Fse found that the cable broken and replaced the cable. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the searched period. The aia 360 operator's manual under chapter 2- installation provides detailed information on how to properly connect level sensor cables. The most probable cause of the reported event was due to broken cable caused by the operator.

Event description:
A customer reported loose reagent level sensor cable on the aia-360 instrument. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delay of results for cardiac troponin I (ctnl2) and creatine kinase mb isoenzyme (ck-mb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: the initial report submitted on submitted on 16-jan-2019 to the agency had the incorrect date of16-oct-2018 under section g.4. The correct date should have been 17-dec-2018.